Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw vent (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Pre-existing patient condition noted on the per was type ii (moderate) bone density and bruxism. The reported device was being placed on tooth 23 (fdi) when the incident occurred and the implant had been placed for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review : a complaint history review by item number was conducted for the (tsvtwb11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (fracture implant). Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvtwb11) and events (implant fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot and UDI number unknown / not provided. PMA/510(k) number k101880.

Event description:
It was reported that the implant fractured 18 months post prothesis. Implant was removed and other implant will be placed in 5 months. Site had bone loss and patient felt pain.